Event description:
The patient reported "feeling a cramping, small shocks in device area." The patient said the device was checked but did not report this to the physician. The patient said she will call the physician and report the symptom. The patient reported pain in mid chest to the physician but she said it went away. Patient also said her medication was changed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.